Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Product ID: 4351-35, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 4351-35, serial/lot #: (B)(4), ubd: 08-sep-2018, UDI#: (B)(4); product ID: 4351-35, serial/lot #: (B)(4), ubd: 08-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the battery and leads were defective, so they were explanted and replaced. No further complications were reported/anticipated.